Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power supply was replaced to address the issue. Additional findings not related to the malfunction/issue was a failure of the battery component, batter printed circuit assembly, and wiring/harness. These parts were replaced on the device to address these issues.